Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative evaluated the device at the customer site and performed functional testing. The customer's report was not replicated or confirmed. The customer elected not to send the device to zoll for evaluation. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.